Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. At first, the device worked normally. After that, the blade stopped. The surgeon changed the direction of the rotation, but it still would not rotate. Then, the blade would not come out of the sheath. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.